Event description:
The facility reports the resident was to be transferred out of the whirlpool/century tub chair. When the cna reached over to grab an article of clothing, the resident had a "muscle contraction" and slipped out of the century tub chair and under the seat belt. Resident hit the floor from a reported height of eighteen inches and sustained a right fractured hip.